Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation of the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that dilator damage was noted. The air was noted at the hemostasis valve when a reverse blood flow was drawn during preparation. No troubleshooting steps have been mentioned. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the preparation of the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that dilator damage was noted. The air was noted at the hemostasis valve when a reverse blood flow was drawn during preparation. No troubleshooting steps have been mentioned. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. Based on the complaint summary, damage was seen on the dilator but the dilator was not returned along with the sheath. Therefore, the defect associated with this allegation cannot be confirmed. Analysis of the returned sheath found both valves torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. These defects caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event.